Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.

Event description:
The customer reported a beeping noise and an ECG equip malfunction inop message. No pt involvement was reported.